Manufacturer narrative:
Continuation: product ID (B)(4) lot# n172355002 serial# implanted: (B)(4) 2008 explanted: (B)(4) 2018 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, additional information was received from the manufacturer representative (rep). A request was made to the rep to ex plain why the intervention took place in 2018 when the issue was found in 2013. The rep stated "they were unrelated diagnostic tests for other reasons not catheter position diagnosis". An additional request was made to identify if any troubleshooting or actions occurred in the period between 2013 and 2018. The rep stated, "the [surgeon] only found out recently form the managing hcp that the catheter was not in proper position when a radiologist happened to notice it while reading the results for an unrelated procedure. The only reason we know it was not in position as far back as 2013 was because the [surgeon] looked through other images from other diagnostic tests to see if [they] could determine how long the catheter had been out of place".

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: , UDI#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving gablofen (2000 mcg/ml, 651.8 mcg/day) via an implantable pump for cerebral palsy and intractable spasticity. On an unknown date, the patient had no therapy from the drug. Diagnostics and troubleshooting indicated the drug had been "continuously titrated up". During an unrelated testing procedure by a radiologist, it was noted that the catheter was not where it should be. Radiological findings indicated the catheter tip was somewhere in the muscle near the lumbar area of the spine and not in the intrathecal space. The patient's surgeon was made aware and replaced the entire system on (B)(6) 2018. During the procedure, the surgeon was unable to find the tip and removed as much as possible. 27 cm of catheter was removed through the pocket by pulling and cutting. There was approximately 21.6 cm still "retained". The rep was not aware of any environmental, external, or patient factors that may have led or contributed to the issue. The rep was told by the hcp that "diagnostic images for other tests in 2013 showed the catheter as not being in the intrathecal space". The issue was resolved at the time of this report. The patient's status was alive - no injury".